Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -18.00/5.5/013 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. Lens was repositioned on (B)(6) 2020, this did not resolve the problem. Lens remains implanted. Cause of the event is reported as "lens size too small."